Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the teflon came loose during a laparoscopic cholecystectomy. The scissors were replaced twice. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.